Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused tumors on the thyroid. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused tumors on the thyroid. The patient did not report to receive medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused tumors on the thyroid. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to the device's sound abatement foam and caused caused tumors on the thyroid. The patient has reported to see an endocrinologist and had a biopsy performed. The patient's alleged tumors on the thyroid and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case based on the conclusions reached and documented within ER 2242138 v02, dreamstation 1 platform voc hhe and er2245262 v00. Based on the information available, the manufacturer concludes no further action is necessary and if additional information is recieved, a follow-up report will be submitted section b1 was updated to reflect a product problem only. Section b2 is no longer applicable section h1 was updated to reflect a malfunction and section h6-health effect - impact code